Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the right and left femoral sides were "closed off" and a retroperitoneal bleed was observed on the left femoral side. The physician reported that vascular surgery was not performed due to the patient's comorbidities. However, the patient died due to vascular complications. It was suspected that the non-medtronic (perclose) closure device "pinched off" both sides. Per the physician, the patient's pre-existing vascular disease contributed to the death. Per the physician, the transcatheter valve did not contribute to the death.